Event description:
It was reported that this pacemaker exhibited noise, loss of capture (loc) and high out of range pacing impedance measurements greater than 2,000 ohms on the right ventricular (rv) channel upon connection of the rv lead to the device header and removal of the device from storage mode. Testing of the rv lead with a pacing system analyzer (psa) prior to connection to the device header noted no noise and stable impedance measurements of 657 ohms. The rv lead was then removed from the device header and the physician chose to bleed the rv port. The rv lead was then attempted to be reinserted into the device header, however, the lead was unable to be fully inserted back into the device header. Troubleshooting was then performed where the right atrial (ra) lead was removed from the ra port of the device header and attempted to be inserted into the rv port. The ra lead was also unable to be fully inserted into the rv port and noise was observed. The ra lead was free of noise while connected to the ra port. No noise and in range pacing impedance measurements were noted with the rv lead connected to the ra port of the device header. A device header issue was suspected. This device was attempted but not implanted. Another device was implanted with the leads and stable measurements were noted. No adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.